Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31522083l and no non-conformances related to the complaint was found during the review. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a thermocool smarttouch sf and the patient experienced cardiac perforation that required pericardiocentesis and open heart surgery. Heart tamponade after ablation on the left ventricular outflow track. Pericardiocentesis needed to be performed. The patient was stable after; however, it was later reported that patient required open heart surgery and prolonged hospitalization to recover from the surgery. The perforation was located lateral mitral valve, free wall (the site of ablation). One transseptal puncture site was performed during the procedure. Issue was not related with the transseptal puncture. The flow setting was set to smarttouch sf recommended guideline of high flow 8ml/min (<30w) and 15 ml/min (>30w). Low flow 2 ml/min. No steam pop was seen. The physician's opinion on the cause of the adverse event was procedure and patient condition. Procedural act was 300. At the end of ablation phase is when the event occurred.